Event description:
It was reported that the 9800 system locked up prior to a case. The pt was on the table under anaesthesia during this time. The system would not reboot. All cases had to be cancelled following this incident because the system would not work. No pt injury was reported.